Event description:
On (B)(6) 2018 date is an approximate date. I reported to my provider my pain level was not being relieved by my pain pump. The provider, (B)(6) increased daily dosage to pump. On (B)(6) I repeated concern to dr. (B)(6) that my pump is not functioning properly as my pain level is too high. He too increased daily dosage to pump. Recommends a concentration change and the addition of prialt to my pump; infusion concentration at 100.0 mcg/ml, 75.67 mcg/day with bolus at 103.44 mcg/day (4x day); on (B)(6) I again tell dr. (B)(6) I am concerned, there is a problem with my pump, that something is wrong as my pain level is out of control. He again attributes the pain to my crps evolving and that the addition of prialt to the fentanyl in my pump will bring me relief. Fentanyl concentration changed to 200 with daily dosage increased. Infusion concentration at 200.0 mcg/ml, 100.09 day with bolus at 158.78 mcg/day (6 x day). Prialt not yet available. On (B)(6) I go to see dr. (B)(6) on emergency visit, the pain is intolerable. I tell him I am desperate for relief, the past three months including this month have been a series of increasing and unrelenting pain, there is something wrong with the pump. I explained about the fluid leaking inside my mouth on the left side, the unrelenting headaches. His concern is a spinal fluid leak. He tells me he will perform a dye check on my pump the immediate wednesday. He then increases dosage on my pump, despite my objection that I will not get any relief and that I believe the fluid is leaking into my mouth. He increases the dosage, then passes me off to the office manager, (B)(6), to be scheduled for the dye procedure. Infusion rate increased to 114.86 mcg/day, bolus at 188.00 mcg (6x day). The dye procedure (no paperwork was provided to me as part of aftercare on the procedure performed) on (B)(6) 2019. Between my visit on (B)(6) and the call, I would need to be at the (B)(6) ambulatory surgical center on the (B)(6). There was no communication between myself and dr. (B)(6) regarding my pain levels or if the increase was providing relief. The office manager, (B)(6), communicated via email the request for the procedure was in the hands of the authorization staff. On (B)(6), I met a representative from medtronic (not sure she provided me with her name, or I have forgotten it); I advised her I had been complaining of increasing pain since (B)(6), and the response had been to increase the dosage. She indicated pump issues are rare, but there could be a blockage in the catheter; but if I had a fall maybe something could have broken. I advised her I had fallen, late in (B)(6), but the problems had begun in (B)(6). The representative was present during the procedure and advised dr. (B)(6) as he injected the dye. The study indicated a blockage at the site of the catheter; with pressure dr. (B)(6) was able to clear the blockage and the dye indicated profusion. After being returned to the waiting area the discharge nurse asked me to sign discharge instructions (but did not provide me with a copy), and said I could leave in 11 minutes. She left to get my husband, and I left 10 minutes later. I left at approximately 5:30 pm. I did experience side effects of back pain and a low grade fever. To date, despite three phone calls and two voicemails, no one from dr. (B)(6)¿s office has followed up. Despite a concentration change in (B)(6) 2018 and dr. (B)(6)¿s statement, my pump should be flushed with saline every 90 days. He has not ever flushed or rinsed my pump. Before (B)(6) 2018 I only saw him once during the year, and only twice in 2017. If dr. (B)(6) were more aware of me as a patient and followed me appropriately, he would have dealt with the blockage in (B)(6). I have an appointment with him tomorrow, the (B)(6).